Event description:
The customer reported that the device fell and hit something.

Manufacturer narrative:
(B)(4). The customer reported that the device fell and hit something. However, it is not known how the device fell. There was no pt harm reported. The front panel was also damaged at the rear housing and there is no touchscreen function. The product labeling (intellivue x2 multi-measurement module, instructions for use, part number 453564208381, page 46) also clearly warns that ¿if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a pt. Contact your service personnel.¿ this includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a pt. It needs to be ensured that the instrument is in good working order. A non-functional parameter would exclude the device from being used in monitoring pts and would not cause a safety risk. Furthermore, the product labeling, (intellivue x2 multi-measurement module instructions for use, part number 453564208381, page 57), describes that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. The damages of the device would be immediately obvious to the user. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. This issue poses minimal health risk. Philips is in the process of obtaining add¿l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.